Manufacturer narrative:
Reported issue of clip difficult to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2017-00866 pertains to the first resolution 360 clip device and manufacturer report #3005099803-2017-00867 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but difficult to release from the catheter. The same issue occurred with the second clip and the procedure was completed during this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution 360 clip device noted that the clip assembly was fully deployed, and the clip was not returned with the device. A kink was noticed in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2017-00866 pertains to the first resolution 360 clip device and manufacturer report #3005099803-2017-00867 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but difficult to release from the catheter. The same issue occurred with the second clip and the procedure was completed during this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.